Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the rate/sense channel resulting in pacing inhibition.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the rate/sense channel resulting in pacing inhibition. Attempts to recreate the noise have been unsuccessful. Since the patient is not pacemaker dependant the physician has elected to keep programming the same and monitor the patient. New information received indicates that this device was explanted for normal battery depletion.

Manufacturer narrative:
The device is undergoing analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.